Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A prescription form received requesting a revision of pin 21521. "The screw is broken, apparently since last year¿. Despite it seems there is perhaps no real risk for the patient, he would like to change the femoral system for femoral ¿banana¿ stem going in the femoral neck". Update 15feb21 - clinician review confirmed the following: "1. The screw is broken; 2. The proximal bone is tilted to varus; 3. The tibial stem is misaligned in lateral view."

Manufacturer narrative:
Reported event: an event regarding malposition of a tibial stem involving a jts distal femur was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a jts distal femoral replacement which was inserted on (B)(6) 2018. The surgeon reported the screw was broken. The image provided shows the cross screw to the femoral neck has broken at junction of the stem. Further observation showed that the proximal femur is tilted to varus from (B)(6) 2020 to (B)(6) 2021, and the tibial was misaligned to posterior in lateral view. Therefore, the radiographic review can confirm the clinical report and reason for revision. Product history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the pin referenced. Conclusions: an event regarding malposition of a tibial stem involving a jts distal femur was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as the primary operative report and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A prescription form received requesting a revision of pin 21521. "The screw is broken, apparently since last year. Despite it seems there is perhaps no real risk for the patient, he would like to change the femoral system for femoral ¿banana¿ stem going in the femoral neck". Update 15feb21: clinician review confirmed the following: "the screw is broken; the proximal bone is tilted to varus; the tibial stem is misaligned in lateral view." Update 10may21: clinician confirmed that the femoral proximal bone is tilted to varus. This MDR is for the distal femur jts: tibial component.